Event description:
Enseal trio did not operate after multiple attempts to engage device. No change in procedure, delay, or patient harm due to malfunction. Diagnosis or reason for use: diverticulitis.